Event description:
This ra lead was implanted on (B)(6)2013 and remains implanted at this time. A call from technical services was made on 7/25/2014 stating that this lead was having loss of capture. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).